Event description:
It was reported that the device lcd was damaged - not able to make out the numbers. No patient injury reported.

Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. Service history review identified this device was last serviced about a year ago in jul 2021 for similar issue where the main printed circuit board (pcb) was replaced to meet specification per ro# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found minor wear and tear on the enclosure, front cover, tank cover and drain fitting. Functional testing found the liquid crystal display (lcd) screen was damaged from impact. Replaced the pcb. The root cause of the reported issue was found to be user interface during use and handling. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated h10: device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. A DHR (device history review) was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available., corrected data: e4: customer reported to FDA: no information d5: operator of the device: unknown h6: event problem patient code: 4582